Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 1/18/2016-litigation received. Litigation alleges pain and elevated metal ions. The stem is being added to the complaint.this complaint was updated on: 1/29/2016.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided liner/femoral head product/lot code combinations. Per procedure, these devices are exempt from device history record review. No other reports found against the femoral stem. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided liner/femoral head product/lot code combinations. Per procedure, these devices are exempt from device history record review. No other reports found against the femoral stem. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided product/lot code combinations. Per procedure, these devices are exempt from device history record review. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Event description:
Patient was revised to address pain and osteolysis. Upon revision metallosis was noted.